Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the connector plate separated from the self-adhesive of the infusion set several times while the customer was swimming. No adverse event was reported. The alleged product was discarded and will not be returned for evaluation.